Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to disconnect from the locking tool. Detachment attempt resulted in the lead stretching and fracturing, so the lead was not used. There were no patient consequences.